Event description:
Covid patient on vv ECMO with 32fr crescent for 28 days. Arterial lumen of catheter began to "squirt blood". ECMO team came in and changed out entire circuit including 32fr crescent catheter.

Manufacturer narrative:
Catheter securement resulted in a bend near the 32cm depth mark. This bend in the catheter body may have resulted in a catheter wall stress high enough to cause a fatigue fracture associated with patient movement and tubing management over the 28 days of use. A kink resulting from catheter bend and catheter securement, leading to fatigue failure, cannot be ruled out. This is warned against in the product IFU.